Event description:
When the dental assistant was filling up a 1.2 syringe with the 30ml, she took off the 1.2 syringe and a small amount of viscostat flow up under her safety glasses into her eye. She flushed her eye for 5-10 minutes. Corner of her eye was a little white. The assistant is fine now. It was suggested that they used safety glasses that wrap around to avoid any possibility of this happening in the future.